Event description:
It was reported that a patient experienced delayed bleeding following placement of a vascu-guard patch on a surgical site. The cause of the bleeding was not reported. On an unreported date, the patient underwent carotid artery surgery (indication unspecified) in which a vascu-guard patch was used on the surgical site (no further details were provided). On an unspecified date 2-3 weeks post surgery, the patient experienced bleeding from the site (amount of bleeding was not reported). At the time of the event, the patient went to the emergency room and received unspecified intervention. It was not reported if the patient was hospitalized for the event. The outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.